Event description:
Customer reportedly obtained results of hi (result greater than 600mg/dl), 151mg/dl, and 194mg/dl on the aviva system within 10 minutes. An additional comparison report results of 507mg/dl and 197mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.